Manufacturer narrative:
The anchors were discarded. The saluda representative reported that the patient did not follow post-procedural protocols to avoid bending, lifting and twisting after receiving the evoke scs system. This is expected to have contributed to the migration event. The evoke scs system user manual states the following regarding post-operative care, ¿in the first six to eight weeks after your surgery...the implant or leads may move with some activities...try to limit bending, stretching or twisting as much as possible.¿ the evoke scs system surgical guide additionally details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for change in stimulation coverage. An x-ray confirmed lead migration. A revision procedure was completed to resolve the reported event.